Manufacturer narrative:
Exact date unknown, event occurred over the weekend from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss and inadequate stimulation. It was also reported that the patient was charging more often for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.